Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink blood set leaked. While attempting to remove an old bag the user had to pull so hard to separate the bag that the ¿tubing blood sprayed all over¿. The blood leak was from the blood unit and not a patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.